Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer alleges the back broke off of the chair while the consumer was in it.

Manufacturer narrative:
There was visual evidence that the back was not installed properly. There was improper back installation post final release.

Event description:
Provider alleges consumer alleges the back broke off of the chair while the consumer was in it.